Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an elevator fractured during surgery. The procedure was completed with another instrument. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. Functional testing could not be performed due to the product not being returned. The customer provided picture does clearly show that the elevator end tip has fractured. The DHR and occurrence rate of this lot will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (09-0313) and the previous one year (from the notification date) regarding the tip fracturing, (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is excessive force beyond what the product is designed to take. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.